Event description:
Customer reported that the act button on the insulin pump does not respond and she is unable to bolus. Customer stated that the device was exposed to moisture. Blood glucose value is 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.